Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. The procedure was completed by using the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips service engineer has informed the customer to use the wired footswitch if the problem recurs. Philips has attempted to obtain patient information. The customer declined to provide patient details due to privacy reasons. No patient information could be obtained. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that it was found that the wireless foot pedal was intermittently not working, during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.